Event description:
It was reported that the patient experienced a surgical procedure to explant an inflatable penile prosthesis(ipp)pump due to erosion in the scrotum and an infection. A patient outcome of fully recovered was reported.